Manufacturer narrative:
Product analysis found that the unit came in with channel failure. Placed in run for 8 hours. The item was cleaned, repaired, and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a device was not working properly. There was no known patient impact.